Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's lead exhibited high impedance values. The possibility of a lead revision was discussed. No further information was provided or available.